Manufacturer narrative:
Upon receipt, the device was forwarded for analysis to the manufacturer. In foreign country.

Event description:
During a partial nephrectomy, the end of scope fell apart and into the patient. The lens/window was missing and not retrieved. The facility has video of scope going through cannula. Metal piece displayed falling into patient and retrieved but lens was not located. Prolonged surgery approximately one hour to try to locate.